Event description:
Pt underwent a 3-level decompressive laminectomy at l2-l5 with application of adcon gel. Nine days post-operatively, the pt presented with a sudden onset of headache and neck pain. Pt was admitted where bedrest and hydration did not resolve the problem. An MRI demonstrated probable cerebro-spinal fluid collection posterior to the area of the previous laminectomy. Subarachnoid drainage and epidural blood patch failed. Ten days later, a second blood patch was performed. Headache was not relieved and intentional tremor appeared. Six weeks post-operatively, the pt presented with fullness over the wound. Subsequent reoperation revealed a large amount of cerebro-spinal fluid and a 3mm dural hole. The hole was repaired. The pt completely recovered.